Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were having issues with their stimulation and the issue began off and on over probably the last year. Patient stated the issue got worse in the last couple weeks. Patient noted they were just sitting doing nothing and their stimulation came on extremely hard and stayed on like that for maybe 2 or 3 minutes and then the stimulation went back to where it was supposed to be set. Patient also noted yesterday they turned the volume or strength way down because they had trouble with it going up way too hard. Patient always had their settings on low. The patient was redirected to their healthcare provider to further address the issue. Agent provided nas phone number. Agent called patient back and stated the group changed to a and they didn't change the group.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.